Manufacturer narrative:
Release pedal swivel.

Event description:
It was reported by service report that the foot end of the stretcher would not lower. No patient involvement or adverse consequences are reported.